Manufacturer narrative:
D6b:unk g4: this product is manufactured in the u.s. But not marketed in the u.s. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +02.50/+5.0/093 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6). 2023. The patient experienced a refractive surprise and the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.